Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Allegedly, the reporter was unable to removed the cap from the pump. The reporter stated that there no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. The returned battery cap was undamaged. The battery cap contact height measurements were found high out of specifications. The cap was able to tighten properly and maintained contact to allow the pump to power up. In addition, the battery compartment was found to have cracked at the top and from the grip pad to the top. The pump powered up and functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.